Event description:
The customer reported that during a procedure the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive and the gpos were replaced. The needed case studies were retrieved. The 0.9 software and the calibration files were loaded onto the sys. The operating sys and functions of the sys were verified. The collimation, magnification, and rotation functions were verified and performing as intended. The sys was connected to pacs and the connection was verified. The sys was tested and found to be working as intended and put back into svc.